Manufacturer narrative:
There are no specific events reported leading up to migration of the implanted lead, however the patient is reported to be moderately active and regularly participates in pilates and hiking. It is unknown how the patient's lifestyle may have impacted lead stability. It is also unknown if the use of sutures vs anchors may have contributed to lead movement. There are no indications of any system or component failure or malfunction beyond migration of the lead, and all original components remain implanted and in use after being repositioned.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve. The leads were anchored using sutures as opposed to an anchoring device due to the patient's low bmi and physician concern of adding any additional components into a limited space. After using the system for some time the patient began to notice some discomfort at the psis area, most pronounced when laying supine on a mat to do pilates. Imaging confirmed the lead had migrated slightly and the migration was likely causing the discomfort. On (B)(6) 2026 a surgical procedure was performed to reposition the existing leads. The leads were again surtured into place.